Event description:
A patient reported blood glucose results of " 262, 179 and 234 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.